Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the sixth device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient who was implanted with seven ankylos c/x implants, had to have all of the implants removed due to mobility, periimplantitis and "extrusion from bone." The clinician expressed the suspicion that there may be an allergy to titanium. According to the available information three ankylos c/x implants were inserted in the maxilla of a (B)(6) patient. Simultaneous augmentation with "allograft particulate" and "dbm putty" was done. The implants were removed five months later. The same patient also had four implants that were inserted in the mandible and were removed four months later.

Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.